Manufacturer narrative:
No parts have been received by manufacturer. Event problem and evaluation: on 14-nov-2016, a medtronic representative went to the site to test the equipment. The gantry motion controller was replaced. A system check-out was completed; the system passed mechanical tests, imaging tests, and safety inspection.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the system made a strange noise and could not complete the 3d acquisition. The surgeon completed the procedure, without navigation, using an alternate imaging system. There was a reported delay to the procedure of at least 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect gantry motion controller was returned to the manufacturer for analysis. The controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.